Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited foreign matter inside nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. The event is detectable/preventable by handling the product in accordance with the following IFU. Gif-h190n instruction manual cleaning/disinfection/sterilization section ¿chapter 5 reprocessing of endoscopes (and accessories reprocessed together)_5.4 endoscope leak test¿ event 2 can be detected and prevented by following the IFU below. Gif-h190n instruction manual operation section ¿chapter 3 preparation and inspection_3.8 inspection of combined functionality with related equipment¿ gif-h190n instruction manual cleaning/disinfection/sterilization section ¿chapter 5 reprocessing of endoscopes (and accessories reprocessed together)¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.